Manufacturer narrative:
Device evaluation: level 1 trauma fast flow system returned for analysis. Visual inspection performed and device found to be in good condition with no physical damages. Investigator installed h-2 pressure chambers to a regulated air supply and set the regulated air pressure to 5.6 psi +0/-2psi and calibrated pressure gauge. The h-2 pressure gauge needle indicator reach up to 280-300mmhg. Then investigator disconnect the hose from the air supply, the pressure in pressured chamber holds 1 minute without air leak. Then installed h-1200 device to an air bubble and fluid test fixture with d-300 tube set and turned on the water fluid and air pressure, which the device pass both tests. The investigation repeated the tests and the device passed air bubble and fluid tests. The customer reported problem could not be duplicated. Investigation replaced the cracked return tube and measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
It was reported that 100 cc was left in the pressure chamber of the level 1 trauma fast flow system (h-1200). A 350 cc blood bag was used on the patient. Several bags had to be used as 100 cc was remaining in each. No patient injury or complications were reported in relation to this event.